Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell from a bicycle on (B)(6) 2018 which resulted in an injury. Afterwards no hearing sensation with the device was reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition the active electrode also showed an additional damage to the electrode wires, as being caused by minute device mobility. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient fell off a bicycle on (B)(6) 2018 which resulted in an injury. Afterwards no hearing sensation with the device was reported. The recipient was re-implanted.